Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The device was not in patient use. There was no report of serious patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the internal part of the device and found evidence of foam particles or degradation inside the blower kit. In addition, the device was scrapped.

Manufacturer narrative:
This device (remstar auto a-flex) was manufactured (05/01/2012) which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.